Event description:
Caller reported a cartridge alarm and indicated high blood glucose levels without specifying the exact number. There was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose by administering a correction injection. Technical support decided to replace the pump with one that has updated software, as the current pump had triggered similar alarms before. The customer was informed about the replacement process, including putting the old pump into storage mode, returning it to tandem, and setting up the new pump with their specific settings and cgm. The replacement pump was sent without requiring a delivery signature.